Event description:
Same case as MFR ID # 2134265-2012-06397. It was reported that during a percutaneous coronary intervention, stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified mid left anterior descending (lad) artery. The lesion was pre-dilated with a 1.5 x 15 mm maverick 2 balloon. The 2.5 x 20 mm promus element stent was advanced however, was unable to cross the lesion. During attempts to cross the lesion, it was noted that a distal stent strut was flared. The 2.5 x 16 mm promus element stent was then advanced, however, was also unable to cross the lesion and a strut was flared. The procedure was successfully completed with a 2.5 x 12 mm promus element stent. No patient complications were reported and the patient status is good.

Event description:
Same case as MFR ID # 2134265-2012-06397. It was reported that during a percutaneous coronary intervention, stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified mid left anterior descending (lad) artery. The lesion was pre-dilated with a 1.5x15mm maverick 2 balloon. The 2.5x20mm promus element stent was advanced however was unable to cross the lesion. During attempts to cross the lesion, it was noted that a distal stent strut was flared. The 2.5x16mm promus element stent was then advanced, however was also unable to cross the lesion and a strut was flared. The procedure was successfully completed with a 2.5x12mm promus element stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. The struts on the distal end of the stent were stretched out towards the tip of the device. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. (B)(4).